Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart at the top hub which resulted in a fluid leak. This occurred when the bag was spiked, and the medication was running through the set prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4: model #. Additional information: d5, e3, e4, g2 (add source), h4, h6 (update codes), h10, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.